Manufacturer narrative:
The insulin pump alarmed compromised force sensor during prime test due to faulty force sensor resistor. Motor error alarm wasn't verified due to prime anomaly. The motor passed the motor test. The device had minor scratches on the lcd window, cracked case at display window corner, broken battery tube threads, and cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call, the insulin pump had alarmed motor error. Customer's blood glucose was 9.7 mmol/l. Customer's mother doesn't recall and significant event leading to the alarm. She was able to complete the rewind sequence. The device wasn't exposed to an MRI. Customer's mother was advised to discontinue use of the device and revert to back up plan. She agreed to return the device for further analysis.